Event description:
It was reported that the customer had low blood glucose levels. No exact blood glucose levels were provided. It was reported that there was damage to the insulin pump due to the patient falling down. It was reported that there was damage to the drive support cap of the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with cracked end cap. We were unable to perform operating currents, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to cracked end cap. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).